Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump she received was damaged. Blood glucose reading was 147 mg/dl. The insulin pump had a dark spot on the display screen and scratches on the bottom. The customer noticed the damage when the insulin pump was removed from the box it was shipped in. Advised that the insulin pump will be replaced. Nothing further reported.